Event description:
The customer reported that the system was unable to display live images on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the interconnect cable on the system. The system was tested and found to be working as intended and put back in service.